Manufacturer narrative:
The analysis was performed and was found that the hand piece no longer meets the specifications for impedance. The hand piece was tested with a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator was found. Due to this condition, it may lead for temperature issues to occur. Impedance: causes that may contribute to this are end of instrument life, dropping of instrument, damage to instrument stud or mount, or improper sterilization. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the hand piece became too hot. Another device was used to complete the procedure. There were no adverse consequences for the patient.